Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 44-year-old female patient who had essure (batch no. B76534,cs00e1 - inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, depression, appendectomy, endometrial ablation, fracture repair and plastic surgery. Previously administered products included for birth control: mirena from 2010 to (B)(6) 2014. Concurrent conditions included cramp in lower abdomen, hypertension, gastroesophageal reflux disease, insomnia, squamous cell metaplasia and adenomyosis. Concomitant products included amitriptyline from 2015 to 2016, biotin since 2015, hydrochlorothiazide since 2012 and lisinopril since 2012. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 17 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("felt coils in the vagina / essure device were noted and removed from vagina."). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, vaginal discharge, dyspareunia and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: total bilateral occlusion essure confirmation test(s): result: expulsion of essure device. Surgical pathology report- the specimen is labeled "uterus, cervix, and bilateral tubes with essure's in place". Received without fixative is a 68 gram, 8.5 x 4.5 x 3.8 cm uterus with attached cervix (3.0 cm in length x 3.0 cm in diameter). Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain lot number cs00e1- invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 44-year-old female patient who had essure (batch no. B76534) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety and depression. Previously administered products included for birth control: mirena. Concurrent conditions included cramp in lower abdomen, hypertension, gastroesophageal reflux disease and insomnia. Concomitant products included amitriptyline from 2015 to 2016, biotin since 2015, hydrochlorothiazide since 2012 and lisinopril since 2012. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 17 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("felt coils in the vagina / essure device were noted and removed from vagina."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, vaginal discharge, dyspareunia and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 44-year-old female patient who had essure (batch no. B76534/ cs00e1) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 17 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and device expulsion ("felt coils in the vagina / essure device were noted and removed from vagina."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, vaginal discharge, dyspareunia, abdominal pain and device expulsion outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease and concomitant drug were added. Updated suspect drug indication and lot number. On (B)(6) 2014, she implanted essure (previously dec-2010). Added events abnormal bleeding (vaginal, menorrhagia), device breakage, dyspareunia (painful sexual intercourse), felt coils in the vagina / essure device were noted and removed from vagina and vaginal discharge. Updated onset date and event outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.